Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14807, 3005099803-2013-14808, 3005099803-2013-14809 and 3005099803-2013-14810 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewirse were used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during unpacking, the doctor noticed that the jagwire hydrophilic tip detached exposing the tip of the metal core wire. Three more jagwires were unpacked and the distal tip of each guidewire also detached exposing the metal core wire tip. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device revealed that there was a gap between the ptfe jacket and pebax section exposing the corewire partially. The gap section is located approximately 5cm from the distal end with a length of 0.1 cm. The distal tip was also damaged and bent exposing the tip of the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was found to be within specification. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip.  However, the available information fails to indicate a definite root cause.  Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14807, 3005099803-2013-14808, 3005099803-2013-14809 and 3005099803-2013-14810 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during unpacking, the doctor noticed that the jagwire hydrophilic tip detached exposing the tip of the metal core wire. Three more jagwires were unpacked and the distal tip of each guidewire also detached exposing the metal core wire tip. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.